Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery was exhausted, and indicator with fixed "x". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the battery was found to be flat, and the device displayed a solid x, indicating that replacement is required. To resolve the issue, dfm100 lithium ion battery ((B)(6)) was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery. The root cause of which could not be determined. The reported problem is confirmed.